Event description:
Information was received indicating that a smiths medfusion 4000 pump malfunctioned. The pump shut down when it was unplugged, and it displayed a biomed error. The infusion was for bumetanide. There were no adverse events reported.